Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the problem was with the exhalation valve and there was no instance of insufficient o2. Hence, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.